Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and color variation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blue shields were mixed in with the bd vacutainer® sst¿ blood collection tubes and found before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "blue shield got mixed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blue shields were mixed in with the bd vacutainer® sst¿ blood collection tubes and found before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "blue shield got mixed."